Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in an open colostomy procedure, the device did not fire. New device was opened to resolve the issue in order to complete the case. There was no patient injury.